Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reporter's last name and email not provided/unknown.

Event description:
It was reported that the implant was removed from tooth site 19 due to infection. The patient also had edema, inflammation and pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: the following section has been corrected: h10: to include the omitted summary investigation. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.